Event description:
Patient was being prepared for a stent placement. The over-the-wire dilatation catheter was being used to push back some plaque where the stent was going. The balloon would not deflate. Fortunately, it was only 2.0 mm so it was still possible to remove it without causing any damage to the patient.